Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code was observed ni the ventilator's downloaded error log. Evidence of water ingress was observed. The device's blower motor and sensor board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.